Event description:
A customer contacted global technical service (gts) reporting a system error 2240 during dwell 1 on the homechoice (hc). The technical service representative (tsr) had the home patient (hp) cycle power to machine. The system error 2367 came up and ended therapy. The tsr advised the hp to start over with new supplies and contact the registered nurse (rn) regarding a possible introduction of air into the lines. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is available and requested. The lot number is unknown; therefore a batch review will not be conducted. Upon completion of baxter's investigation or if additional relevant information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed. The cause was undetermined.